Event description:
On (B)(6) 2010 pt reported in the last couple of days when programming a bolus "the pump begins making a pretty loud noise as if something is loose in the inside of the pump." He states it "sounds like something is loose or vibrating." Pt stated there is no physical damage to the infusion device. Pt reported the infusion device is still giving him the intended bolus amount. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.